Event description:
Healthcare professional (hcp) reported eleven incidents of blood leaks with the psn 210 dialyzer. The incidents occurred in 2001. All of the incidents occurred at the start of pts' treatments and were noted on leak alarms. All of the blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to the pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables and completed without further incidents. No injury or medical intervention associated with these incidents per hcp.